Event description:
The customer reported that the ortho provue analyzer interpreted negative reactions as positive (1+) during abo testing. Visual inspections of the gel cards were negative. No erroneous results were reported. A false positive result may lead to the misclassification of a patient's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and found the gripper and camera was out of alignment, the wash station was cracked and the impact detector was not functioning. The fe replaced the damaged components and performed the necessary adjustments to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since the incident. Incident is isolated. (B) (4)